Event description:
The patient was admitted for heart failure symptoms including shortness of breath. He reported his vad flow was lower (3.0-3.5) than his normal flow in the 4-5 range. The patient was not experiencing any alarm. A ventricular assist device (vad) download was done that showed a steady decline in flow and pulsatility index (pi) suspicious for vad inflow/outflow restriction. Imaging (CT of the outflow/inflow and transthoracic echocardiogram) was performed and was unrevealing and did not show any obstruction. Despite the negative imaging findings the patient was taken to the or for urgent vad exchange due to high suspicion of inflow obstruction which was confirmed on examination of the vad device during the explantation. Manufacturer response for lvad, heartmate 3 (per site reporter). (B)(4).